Event description:
Removal of endosseous dental implant. Implant was placed in site #23 (class ii bone) on 10-31-96 during a complex surgery. The clinician reports that the site had bone augmentation previously with freeze-dried bone. The implant was removed on 11-26-96 due to pain, bleeding and swelling.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.